Event description:
Reporter alleged meter readings gradually increased 200-400+ mg/dl over the last month. Reporter stated glucose was 457 mg/dl and took a "massive dose" of insulin. Reporter stated tested with a new vial of strips and the reading was 137 mg/dl and afterwards discovered the test strip vial on the original test strips was off and had been off for at least 30 minutes which is likely to expose the strips and give false results. No controls were used reportedly and a request was made for the return of the suspect device and replacement product was sent.